Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-23-us, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and seven months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve due to stenosis. During the procedure but post implant of the valve, a permanent pacemaker was implanted due to third degree atrio-ventricular (av) block. No additional adverse patient effects were reported.